Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to an external force being applied to the distal end, leading to the peeling of the glue at the tip. Regarding the inspection of the endoscope, the instructions for use (IFU) states: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, upon further review, the other issues identified in the initial report [the adhesive area becomes deteriorated due to chemical stress applied during routine reprocessing; the auxiliary water channel connection area becomes detached, contributing to leaking; damage (perforation/cut/scratches) of the bending section of the device] are not reportable malfunctions. These issues have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The endoscope has been fully disassembled and all durable components have been inspected to olympus standards. The olympus technician documented the following device issues: the adhesive is cracked due to a shock caused by dropping and knocking of the endoscope (handling issue), the adhesive area becomes deteriorated due to chemical stress applied during routine reprocessing, and auxiliary water channel connection area becomes detached contributing to leaking. In addition the technician noted damage (perforation/cut/scratches) of the bending section of the device. The insertion tube, four angulation wires, bending section, bending section covering, air/water channel, and biopsy (suction) channel have been replaced with new olympus parts. The electrical connector has been replaced. The endoscope has been leak tested to ensure watertight integrity. The endoscope has been checked for proper insulation. As a result of this refurbishment, the endoscope has been restored to olympus original factory specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the user facility a evis exera ii ultrasound gastrovideoscope failed a leak test during reprocessing. There is no additional information provided. No patient involvement/impact.